Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 346 mg/dl while using the ilet in the context of a dexcom g6 sensor not connected to the ilet and a recent attempt to connect the sensor to an omnipod that remained active nearby. Symptoms included toothache and dry mouth consistent with high glucose. Outcomes included provision of troubleshooting and education, including guidance to power off and move the omnipod away to avoid interference and to reconnect the g6 sensor to the ilet. Investigation included customer service assessment, verification of device use conditions, and remote troubleshooting. Investigation of this case revealed use of a non-compatible system in proximity to the ilet and a cgm connectivity issue, which are known to disrupt automated insulin dosing and result in high glucose. It was concluded, based on previously established findings for similar reports, that the cause was user setup/use error and external device interference leading to loss of cgm-driven automation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.